Manufacturer narrative:
D4 UDI number: (B)(4). D10: 2000-1005 lot j6609113 x4 - derotation plug - 5.5;sterile; polaris 5.5 spinal system 2000-5145e lots j3801233, j3834510 x2 - 45mm ti alloy curved rod; sterile; polaris 5.5 spinal system. 14-534250 lot 823340 x2 - str spacer 10hx25lx10w x 8 deg; peek 10mm wide - lordotic; zyston straight spacer. H4: (B)(6) 2021 or (B)(6) 2020. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that three screws (one at l4 and both at l5) fractured post-operatively per an MRI. The patient is pain-free and has no intentions for a revision surgery at this time. This is report three of three for this event.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference reports 3012447612-2024-00019 through 3012447612-2024-00021.

Event description:
It was reported that three screws (one at l4 and both at l5) fractured post-operatively per an MRI. The patient is pain-free and has no intentions for a revision surgery at this time. This is report three of three for this event.